Event description:
It was reported that the chrome was peeling off one of the siderail spindles and that a pt was running their fingers along the spindle and allegedly cut their thumb on a sharp edge. Reportedly, the pt's cut was treated with dermabond.